Event description:
During the index procedure, the patient had 2 resolute integrity drug-eluting stents implanted in the lad. The following day the patient suffered an acute myocardial infarction which occurred in a non-target vessel and was treated with medication. The investigator assessed that the event was not related to the study device. Patient is continuing with treatment.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi). Evaluation conclusion: known inherent risk of procedure (mi). (B)(4).

Manufacturer narrative:
Cec adjudicated that the patient suffered an arc defined mi in the territory of the target vessel one day post index procedure.